Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
An incident was reported involving an inaccurate invasive pressure measurement during a clinical procedure. The quad hemo pod was initially zeroed in accordance with standard procedure, with no abnormalities noted at setup. During the procedure, several hours after initial zeroing, transducer a (arterial line) was observed to display a pressure value approximately 30 mmhg higher than a separate confirmed pressure measurement obtained from a comparable aortic location.